Event description:
Same case as 2134265-2011-04136 and 2134265-2011-04186. It was reported that during a rotational atherectomy treatment procedure, unstable rotational speed was encountered. The 90% stenotic lesion was located in the left anterior descending artery. During the platform testing of the rotablator advancer, and the 1.75mm rotablator burr catheter, the rotation was at 180,000 rpms. During rotablation, inside the patient, the speed was unstable ranging from 40,000 to 160,000 rpms. The device did not stall. The procedure was ended at this point. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device analysis revealed no damage to the handshake connection. A tug test and a connect/disconnect test of the handshake connection were performed with the related advancer unit. No issues were noted. While attached to the related rotablator advancer the combined unit was wet tested. There were no issues noted with the burr functionality. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause caused by other device. (B)(4).

Event description:
Same case as 2134265-2011-04136 and 2134265-2011-04186. It was reported that during a rotational atherectomy treatment procedure, unstable rotational speed was encountered. The 90% stenotic lesion was located in the left anterior descending artery. During the platform testing of the rotablator advancer, and the 1.75mm rotablator burr catheter the rotation was at 180,000 rpm's. During rotablation, inside the patient, the speed was unstable ranging from 40,000 to 160,000 rpms. The device did not stall. The procedure was ended at this point. No patient complications were reported and the patient's status is stable.